Manufacturer narrative:
The reported event was operation issue. Final analysis found that as received, a complete lead was returned in one piece. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2025-10407. It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not be securely attached to the myocardium. The physician then attempted to implant a second lead, but it faced the same issue. Consequently, the physician made the decision to discard both leads and replaced them with a competitor's lead. There were no patient consequences.